Event description:
While hooked to external battery, vent quit functioning, power cord disconnected and vent reset and restarted. Vent plugged into ac outlet and restarted. Unit alarms constantly for low volume alarms.